Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-may-2022. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after less than a day of wear. The customer indicated experiencing sweating and a loss of consciousness, however, were able to treat themselves (unspecified). No additional information was provided. There was no report of death or permanent injury associated with this event.